Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to obtain trigger. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The logs obtained by the fse confirmed the "no trigger" issue and a "gas gain" alarm. However, the fse reported that they could not find any problem. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
(B)(6).